Event description:
It was reported that the motor device would not spin the burr device. The event was not reported to have occurred during surgery. There were no delays to the surgical procedure as a spare identical device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.